Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized for a blood clot in her left leg. The patient experienced bilateral knee pain that worsened with activity. The sjm representative met with the patient and reprogramming was able to provide coverage for the low back pain. The patient underwent a catheter procedure to eliminate the left leg dvt.